Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller. Section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (eg, infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.¿

Event description:
The user facility reported a rp flex placed to support the patient awaiting transplant. The pump was supporting for 17 days when purge pressure rose. The team troubleshot by adding tissue plasminogen activator (tpa) to the purge and swapping consoles for the purge disc failure.

Manufacturer narrative:
The investigation of automated impella controller (aic) - a/c power issues has been completed. The impella device was returned for evaluation. Data review: console logs were partially consistent with what was reported in the complaint. Real time (rt) logs show that at the time of the purge pressure high alarm, the purge pressure was steady at around 500mmhg and then gradually spiked up to about 1000mmhg. Device analysis: console was tested after arriving in field service. The reported purge system blocked issue was unable to be reproduced while testing on an engineering lab bench. Further inspection of the console revealed that there was a broken purge disc flag. Conclusion: the root cause of the purge system blocked alarm was likely use related. It is likely that there was a kink in the purge line after the purge disc causing any pressure to be trapped in the purge disc while the purge piston was advancing. The observed broken purge disc flag reinforces this, as the trapped pressure in the purge disc likely caused the flag to break. D9 device returned to manufacturer date added.